Event description:
It was reported that the patient's blood glucose levels reached about 400 mg/dl while wearing the pod between 36 and 48 hours. Patient stated the cannula dislodged from the infusion site (arm). As treatment, a manual injection was delivered, a new pod was applied and patient drank water.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.